Event description:
A report was received that the pt pocket site was in an uncomfortable positon and the physician will relocate the pocket more latterly. During the procedure, the physician cleared some scar tissue around the paddle lead and damaged the end of the lead. The physician detached the lead from the ipg and covered the ipg header with port plugs. The device remains implanted. The physician is planning on replacing the paddles lead on a later date and possibly replacing the ipg if it is found not to work properly due to him using electrocautery during the pocket revision procedure.